Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particulate matter inside the tubing of a transfer set. The physician found this during peritoneal dialysis therapy when the patient visited the hospital for periodic tubing exchange. The patient had used the transfer set for 140 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted white residue inside the tubing. The white residue has previously been identified as fatty acid (likely calcium stearate) calcium carbonate, and a small amount of carbonyl based material. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.